Manufacturer narrative:
Additional information received on november 5, 2024 indicated that the patient scheduled for removal on (B)(6) 2024. Updated date of event from (B)(6) 2024 to (B)(6) 2024. Reason for device explant and/or reoperation: capsular contracture grade iii-IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 07, 2025: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined that the smooth hpg, 350cc was found to be ruptured. A tear was observed within the patch extending 1.2 cm to the shell on the posterior view. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the patch, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear on the posterior view could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with mentor memorygel , 350cc silicone prosthesis experienced left sided capsular contracture grade iii-IV postoperative. The health care professional diagnosed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on december 4, 2024, indicated that the patient also experienced hematoma and local reaction on the left side. As a result, patient scheduled for left sided capsulectomy and removal on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 7, 2024, additional information revealed that the patient experienced a symptomatic rupture of the left-sided breast implant, which was confirmed through ultrasound examination. Consequently, the patient underwent a bilateral capsulotomy along with right lateral capsulorraphy and bilateral implant replacements. The replacement implants were identified as follows: right implant with catalog number shpx-415 and serial number (B)(6), and left implant with catalog number shpx-415 and serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 04, 2024, indicated that the patient rescheduled for removal on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).